Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. It was reported that the irritation was mainly under the right breast and that it appeared to be from a yeast infection. The patient consulted her physician who advised to remove the lifevest until the blister healed and prescribed a powder. Follow-up indicated that the irritation had improved but still present.